Manufacturer narrative:
Company representative assisted the customer's in-house biomedical engineer to resolve the problem. Corrections included clearing the system's error logs and rebooting. Communication was re-established.

Event description:
Customer reported a communication loss between the panorama central station and ambulatory telepacks. No patient injury was reported